Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: power supply defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.